Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified popliteal artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres, the balloon ruptured. No patient complications were reported. It was further reported that the device was completely removed and the procedure was completed with another of the same balloon.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified popliteal artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres, the balloon ruptured. No patient complications were reported.